Manufacturer narrative:
Additional information in d1, d2, and g5: PMA/510(k) number. The information was added in response to a request from the FDA for more information. We can not confirm that the product removed in the referenced revision was our product, brand name, avenue t. However, since an avenue t removal hook was used during the revision we can assume to the best of our knowledge, with the limited information provided, that it could have been. - attachment: [attachments.zip]

Event description:
It was reported that a patient underwent a revision surgery to remove a cage and two anchoring plates for unknown reasons. There was no additional surgical or patient information provided. This is report two of three for this event.

Manufacturer narrative:
The available information is extremely limited, the information provided does not allow us to determine which probable codes are associated with the implanted devices. For this reason, brand name, type of the device: common device name, device product code and PMA/510(k) number cannot be determined. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2020-00041 to 3004788213-2020-00043.

Event description:
It was reported that a patient underwent a revision surgery for unknown reasons. There was no additional surgical or patient information provided. This is report two of three for this event.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that a patient underwent a revision surgery to remove a cage and two anchoring plates for unknown reasons. There was no additional surgical or patient information provided. This is report two of three for this event.